Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082234812a, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: accessory: product ID 924256, lot# 082234812a, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: accessory: product ID 3550s-01, lot# 082334211, implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon drilled a 14 mm burr hole and secured the base ring using the prescribed technique. Mer and stim were conducted using the 34680 electrode. The 3387-40 lead was then implanted. The surgeon placed the inner clip of the stimloc in the base ring and seared it correctly. He then closed the jaws successfully; however, he noted that the lead was still mobile despite the jaws being closed. The lead was still being held by the micro drive. He removed the inner clip and cleaned out the burr hole. He repeated the process with the same outcome. A new inner clip was opened and the surgeon was able to seat it within the base ring and closed the jaws. Again the lead was not being held. The surgeon then did further drilling and repeated the process with the same outcome. He then removed the base ring and screwed it in, in a different orientation. A new stimloc cap was used with the same outcome. The clip was dropped as it was being removed. A new stimloc cap was opened and implanted with the same outcome. At this point 45 minutes had elapsed so the surgeon elected to proceed with placing the cap on the stimloc. Testing was conducted through the lead to ensure it had not moved. This issue resulted in a 50 minute delay to the case. The patient recovered fully.

Manufacturer narrative:
(B)(4).

Event description:
Follow up information reported that the cause of the problem was unable to be determined since the devices were not returned for analysis. If additional information is received, a follow up report will be sent.